Event description:
Related manufacture reference number: 2017865-2022-09555. It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the atrial and right ventricular lead exhibited noise over-sensing. Both reported leads were explanted on (B)(6) 2022 and a new system was implanted on the same date. There were no patient consequences.